Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of right bundle branch block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The patient was noted to have a pre-existing condition of a right bundle branch block. The diameter of the valsalva was measured at n26.2mm, r23.7mm, l24.5mm. The perimeter of the annulus was measured at 67.5mm. The valve was implanted. The final implant depth was measured with the non-coronary cusp at 5mm and the left coronary cusp at 7mm. During implant, it was observed that the patient experienced complete atrioventricular block once control pacing was canceled. A temporary pacemaker was inserted in the patient. A permanent pacemaker was not required. The patient returned to sinus rhythm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported, that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The patient was noted, to have a pre-existing condition of a right bundle branch block. The diameter of the valsalva was measured at n26.2mm, r23.7mm, l24.5mm. The perimeter of the annulus was measured at 67.5mm. During implant, it was observed, that the patient experienced complete atrioventricular block once control pacing was canceled. A temporary pacemaker was inserted in the patient. The final implant depth was measured with the non-coronary cusp at 5mm. And the left coronary cusp at 7mm.